Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak; further described as "the rigid housing was filled instead of the elastomeric reservoir". The set was filled with fluorouracil. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from september 13, 2019 - september 14, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted fluid was inside the housing of the device because the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem and no issues were noted. The reported condition was verified. The cause of the bladder rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.